Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005; 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the hospital with swelling over the device pocket and the cardiac resynchronization therapy defibrillator (crt-d) as found to be at recommended replacement time (rrt). An echocardiogram showed vegetation on the atrial lead. The crt-d system was explanted. No further patient complications have been reported as a result of this event.